Event description:
It was later reported that in mid august the managing hcp programmed a 50 mcg patient bolus in his office without any effect. The hcp then decreased the infusion rate from 434.6 mcg/day to 96 mcg/day with plans to have a catheter revision performed. On (B)(6) 2012, the neurosurgeon made an incision in the torso approximately 3 inches above the pump and cut the catheter. No retrograde flow of csf was obtained. A single bolus was programmed into the pump and fluid was visualized at the tip of the pump segment of catheter. The hcp then injected preservative free normal saline through the spinal catheter followed by preservative free contrast and the dye pooled at the tip of the catheter, rather than dispersing through csf as expected if catheter tip were in the intrathecal space. Attempts to implant another catheter unsuccessful at this time so catheter segments reconnected with pin connector from 8590-9. Patient then brought back for catheter revision by the neurosurgeon and the neuroradiologist assisting to successfully splice on a newly implanted 8709 catheter, connected at the previously described torso site 3 inches above the pump. Newly implanted catheter length primed and patient currently remains on an infusion rate of lioresal 96 mcg/day.

Event description:
It was reported that during a pump replacement due to expected end of battery life the neurosurgeon opened the abdominal pocket and noticed that the catheter was completely disconnected from the pump. There had been no troubleshooting or diagnostic tests performed. The infusion rate had been steadily increased over the past several (four) years prior to the replacement. The replacement pump was implanted and connected to the existing implanted catheter. There was no retrograde cerebrospinal fluid (csf) flow spontaneously nor aspirated out from the catheter. The infusion rate was restarted at 434.6 mcg/day which was "half the original dose" of 869.6 mcg/day. The device system was used to deliver lioresal (baclofen) 2000.0 mcg/ml. The patient was hospitalized for a two day observation and for the physician to evaluate if the patient was responding to the therapy. No patient symptoms were reported. The patient status at the time of the report was no injury or adverse event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no pump anomaly.

Manufacturer narrative:
Product ID: neu_unknown_pump, lot#, serial#, implanted:, explanted:, product type: pump product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed that the catheter was incorrectly assembled. The catheter was returned in three segments. The pump connector and distal tip portions were not returned. A circular shape was seen on the proximal end of segment 1 and the distal end of segment 3. The appearance of the deformed shape indicated that there may have been suture applied on the catheter body during the implant procedure. The returned segments passed all other testing.